Manufacturer narrative:
The patient's attorney initially reported a composix mesh, which was filed with the FDA under MDR 1213643-2010-00210 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on the provided medical records, the patient was treated for a right inguinal hernia with a bard perfix plug and an incisional hernia with a composix mesh on (B)(6) 2005. That procedure also included an abdominoplasty and panniculus excision in which bacterial degeneration was noted. Two years post implant, the patient was treated for a fistula tract. It was noted that there was no mesh within the anterior aspect of the epithelialized fistula sac and that the fistula sac had formed on top of the mesh and was indicated as the probable source of the chronically draining fistula. Because the mesh was exposed to the fistula sac, it was excised, as was the fistula sac. It is not clear which mesh is being referred to. On (B)(6) 2008, the patient is again treated for fistula, and on (B)(6) 2008, the patient was treated for abscess. That procedure included removal of large pieces of mesh from the anterior abdominal wall. While not identified as the source of the alleged events, fistula, infection and abscess are listed as possible adverse reaction in the products' instructions for use. With the information available, no conclusion can be drawn as to whether the device may have contributed to the alleged event. Refer to MDR 1213643-2010-00210 for the composix mesh implanted on (B)(6) 2005.

Event description:
Based on a review of medical records provided by patient's attorney: (B)(6) 2005 - repair of right inguinal hernia using bard mesh perfix plug, repair of abdominal incisional hernia using bard composix mesh. Abdominoplasty performed following hernia repairs. Bacterial degeneration and abdominal pannus noted. On (B)(6) 2006, hospital admission for small bowel obstruction with ngt resolution. On (B)(6) 2007, excision of abdominal wall fistula, excision of presumed infected mesh, closure of recurrent incisional hernia. On (B)(6) 2008, fistulous drainage of abdominal suture granuloma. Prolene sutures identified and removed. On (B)(6) 2008, exploratory laparotomy, excision of pieces of mesh, evacuation of abscess, debridement of necrotic tissue, complex revisional repair of abdominal wall hernia, surg assist mesh used in repair. On (B)(6) 2008, fistula tract excised, mesh dissected from abdominal wall and excised. On (B)(6) 2009, admission for small bowel obstruction, resolved on (B)(6) 2009.